Event description:
Caller states that the patient tested 5.9 inr on the device while a lab drawn within minutes returned as 4.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.